Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report a falsely depressed advia chemistry xpt concentrated carbon dioxide (co2_c) result that was obtained on one patient sample. The result was not reported to the physician(s). The sample was retested on an alternate advia chemistry xpt instrument. The retest result was higher and was reported as the correct result to the physician(s). This same sample also resulted a <0 on saline used for checking hil and alt "error". It is unknown if the saline was replaced. The customer has not reported any additional discordant co2_c results for any other patient samples and there were no problems with quality control, suggesting the issue is sample specific and isolated to the initial run of sample ID (B)(6). No other information was provided by the customer. The interpretation of results section of the instructions for use (IFU) states, "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings.". The limitations section of the IFU states, "as with any chemical reaction, you must be alert to the possible effect on results of unknown interferences from medications or endogenous substances. The laboratory and physician must evaluate all patient results in light of the total clinical status of the patient.". The cause of the disccordant low co2_c result is inconclusive based on the information provided. This was an isolated event, likely sample specific. Siemens has reviewed the information provided and concluded that it is not a reagent lot or method issue. There is no evidence of a potential product issue. The instrument is fully operational. No further evaluation of this device is required.

Event description:
A falsely depressed carbon dioxide concentrated (co2_c) result was obtained on a patient sample on an advia chemistry xpt instrument, s/n: (B)(6). The erroneous result was not reported to the physician(s). The sample was repeated on an alternate advia chemistry xpt instrument, s/n: (B)(6). The repeat result was higher than the initial erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant co2_c result.